Manufacturer narrative:
(B)(4). Corrected information: there is no 510k number for this product. Additional information: the device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection and functional testing were performed. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was not connected to the device at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.